Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the order was not crossing over. The customer stated that this malfunction occurred while dispensing the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. D4 & h4: serial number, unique device identifier and manufacturer date not available. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over to pyxis. A technical support specialist identified that the issue was caused by the inbound processors service getting stuck, as described in the knowledge article "messages stuck - maximum dequeue - scheduled task - observer tool". The tss applied the monitoring fix tool from the same article and monitored the server for a couple of weeks to confirm the tool was functioning correctly. After validation, it was confirmed that the messages had started processing normally. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the order was not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.